Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was performed the DHR of eclipse product, there was not quality notification and only maintenance issues recorded found related with this failure. The picture of the product complaint was sent by the customer, with that was possible performing an investigation, confirming the defect and determine the probable root cause of this failure. We inform that during needle packing process there is visual inspection each 02 hours at 40 parts by the associate and according control plan. During those inspections described is possible to detect failure and in case of some quality issue is found, the interval of batch is blocked, one quality notification is raised until the final decision by quality team. Apart from the fact of new printer was applied in the identification of packages the quality controls were maintained. Moreover as preventive action the defect identified by this complaint will be monitored, associates involved were informed of this occurrence and orientation to put attention on packing process. Investigation conclusion: bd confirms the complaint and defect label content incorrect. Root cause description: the root cause for this defect occurred due to one failure in printer machine, this machine makes the traceability of the batch in the package named blister. According the maintenance records the printer was fixed and the misalignment of the traceability was not detected by the associate involved in the process. In the screen is done the alignment of batch dates.

Event description:
It was reported that labeling error occurred with a bd needle precisionglide 21x1-1/4in. The following information was provided by the initial reporter, "verified inconsistency between the code number registered in the material and the one described in the identification of the same, batch number inconsistency was found on the printing of the primary packaging of the material, and was not identified in the income inspection of arcade, but rather in the customer.".